Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thus due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case (battery tube) and label damage (stained). Blank display confirmed due to moisture damage. Unable to confirm no communication unresolved due to blank display. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump will not communicate with office. Unable to transfer carelink data. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Customer mentioned did not have any issues on pump and all was working fine, customer also mentioned that did not upload to carelink doctor's office. No harm requiring medical intervention was reported. The customer discontinued to use of the insulin pump. Mmt-1715kl was requested and the customer response was that the device returned.